Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room experiencing fatigue. The pulse generator was interrogated and the device exhibited backup vvi and no pacing support. The device was explanted and replaced on (B)(4) 2013.